Event description:
It was reported that during programming on (B) (6) 2009, several electrode channels showed hi and a short circuit on two channels. The audiologist turned off these channels. The patient barely shows awareness to sound and shows no awareness to speech. She still does not use her voice. Her audiologist is unaware of any therapy the child may or may not be receiving, and is unsure of whether there is consistent use of spoken language at home.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.